Event description:
It was reported that the pt was inserted a PICC line on (B)(6) 2013 with the help of ultrasound guide in breast surgery department. The whole process went smoothly, however on (B)(6) 2013, the pt suffered from phlebitis and the nurse suspected there was a leakage on the catheter. On (B)(6) 2013, the nurse pulled out of the catheter and found out there was a leakage at the site of 40cm. The pt was placed a new device.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.